Event description:
It was reported that a black substance leaked out of the device and into the pt during a podiatry procedure. There was no reported pt or user injury, and the procedure was completed successfully with another device that was available. There was no additional or continuing treatment required.

Manufacturer narrative:
The drill was received at the MFR for eval. Leaking fluid from the handpiece was not verified, although, there was evidence of a black residue still on the blade mount assembly that could have leaked during use. Based on the investigation, it was determined that any leaking during use was most likely caused by fluid being introduced to the handpiece during the cleaning and sterilization process at the account. The handpiece was most likely submerged during cleaning. The handpiece was returned to the customer.